Event description:
The following info was provided on a device tracking registration form: embolized to distal periphery (lower extremeties). Additional info indicated the stent accordianed at the lesion site and got stuck on the guide wire. During attempted withdrawl, the stent came off the balloon and embolized in the pt's leg. Although no pt injury or intervention was reported, this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicates, stent retrievals and/or embolizations are a known risk procedure.